Manufacturer narrative:
Spacelabs received the affected products on (B)(4) 2011. The investigation is underway. There is not sufficient data to identify the root cause at this time. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
The hospital reported that spacelabs telemetry transmitter channel 1039 showed up on channel 1103.